Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported that a tiny amount of liquid was found inside the product.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date : unknown. Initial reporter zip code : (B)(6). Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.